Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the system was explanted.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report 3006705815-2021-01686. Related manufacturer report 3006705815-2021-01688. It was reported that patient experienced ineffective stimulation. The device system was turned off. A surgical intervention is anticipated in the near future. No additional information is available at this time.